Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4), corrected data.

Event description:
The customer reported spo2 probe stopped working. No patient impact or consequences were reported.